Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-00733, 00734.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event and subsequently expired on (B)(6) 2010, after use of the product.